Manufacturer narrative:
The received device had the cannula assembly deployed. Cracks were observed on the top housing, although these cracks did not affect the function of the device. Exposed portion of the soft cannula was found bent, although it could not be determined when or how this damage occurred. Blood was found on the inside of the soft cannula. The tip of the formed needle was found damaged, contributing to the bleeding occurring. The download data returned an 0x33 alarm indicating that a communication error occurred while the pump was waiting for a command from the pdm. The device was reset and re-run. The device successfully paired with the pdm and delivered a 5 unit bolus with no abnormality.

Event description:
It was reported the patient¿s blood glucose reached 19.8 mmol/l (356.8 mg/dl) after wearing the pod for less than an hour on the back. Hyperglycemia treated by patient activating new pod and bolus of 1 unit of insulin.